Manufacturer narrative:
This report has been identified as b. Braun medical internal report number (B)(4). One used sample and one unused sample both with packaging (lot # 0061845529) were returned for evaluation. It was observed that one dispensing pin contained foreign matter within the female portion of the mini spike dispensing pin and was sent to the analytical lab for further investigation. The second sample was visually examined with no issues or foreign matter identified. The reported concern was confirmed. The exact root cause was unable to be determined, however, analysis of the brown substance identified indicated an 86.29% resemblance to paper material. The findings remain inconclusive due to the minimal quantity of the substance and potential interference from the cotton swab and water. We will maintain this report for further references and continue to monitor other reports for similar occurrences. If any additional pertinent information becomes available, a follow up will be submitted.

Event description:
As reported by the user facility: when opening the product, it was noticed there is a dark/black ring on the inside of the dispensing spike. When we tried to rub on it with a paper clip it came off. No injury reported.